Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed the threads on the battery cap were stripped. Investigators used the test cap for testing. The pump was returned with the audio bolus button detached. The display contrast was dim, pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the display contrast was dim, pink. This report is made based on results of investigation completed on (B)(4) 2014.